Event description:
A malfunction was reported on the customer's pump, displaying a specific malfunction code and being non-resettable. There was no adverse impact to the customer's blood glucose level. The customer, who does not use fsl2+ sensors, reverted to manual daily injections as a backup therapy. A replacement pump was sent by technical support.